Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device interacting with the previously implanted clip appears to be related to user technique. The reported unchanged mr was likely due to procedural and patient conditions, as the mr had increased prior to the second mitraclip procedure due to disease progression and the interaction with the previously implanted clip, resulting in an slda, likely contributed to the mr not being reduced. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip delivery system (cds) interacted with the previously implanted clip, causing damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted ((B)(4)), reducing the mr to 2+. On (B)(6) 2017, the patient was readmitted with heart failure symptoms and shortness of breath. The initial clip was confirmed to be stable. The mr had increased to 3-4, which was suspected to be due to progression of disease and not related to the implanted clip. On (B)(6) 2017, a second procedure was performed for treatment of the increased mr. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve. During use, the cds interacted with the previously implanted clip, causing the implanted clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The clip was implanted on one side of the slda clip and another clip was implanted on the other side for stabilization. The mr remained at 3-4, and the patient condition was unchanged. No additional information was provided.